Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that two devices became locked while in use during a hysterectomy. The devices were not reported as being on tissue when this occurred. There was no pt injury. One sample was returned with the knife protruding from the jaws of the device. The other sample can be referenced on (B)(4).